Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30475701m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter. The patient suffered acute paralytic gastric dilatation. The ablation was performed on (B)(6) 2021 and on (B)(6) 2021 the patient was diagnosed with acute paralytic gastric dilatation. The physician commented that neurological disorder may have occurred when box isolation was performed. Medicine treatment was performed. As of the (B)(6), the x-ray showed that the stomach was getting smaller. Patient outcome was reported as improved. There is no information about the hospitalization. The physicians opinion on the cause of this adverse event was procedure related.